Manufacturer narrative:
Incorrect demographics associated to a donor by the ortho vision analyzer. Investigation is in progress. No biased result was reported. No patient/donor was harmed. (B)(4)

Event description:
Complainant is reporting incorrect demographics associated to a donor by the ortho vision analyzer. Complainant name: mrs (B)(6), laboratory technician. Complaint reporter: mrs (B)(6)- ortho laboratory specialist. Event date: (B)(6) 2016 reported on: (B)(6) 2016 by mrs (B)(6) to mrs (B)(6) who reported it the same day (after hotline opening hours) to ortho's helpdesk. Software version: 2.12.6 the complainant described the sequence of events as follows: a manual order of a cross-match for sample ID (B)(6) from patient x and sample ID (B)(6) from donor y was created the demographic fields were activated and the patient x demographics were manually entered the cross-match order was saved. A manual order of an abd confirmation test for sample ID 221 from donor y was created. The demographic fields were activated; no demographics were entered by the user however the fields were populated automatically with patient x demographics. The complainant confirmed that the order creation of abd confirmation test for sample ID (B)(6) from donor y was not started because they had detected the issue.

Manufacturer narrative:
Ortho determined the root cause of the issue as being linked to an incorrect software design. If a xm and normal order which uses the donor sample as patient sample are created when the system was in ¿ready for maintenance mode¿ or if the sample was not loaded yet, the donor patient demographics are prepopulated with the data from the normal order (patient sample). Ortho confirms that future application software versions will include a software design change which solves this issue. This software design change will be implemented with the next software release 4.x which is planned to be implemented q4 2016. The complainant has since reported no other similar incident. No patient was harmed as result of this incident.

Event description:
This report corresponds to complaint: (B)(4).